Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No brand name, procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Lot no. And manufacture date not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an axiem controller was not functioning properly. Controller caused noticeably high geometry errors and inaccuracy across multiple instrument ports. System's issue resolved by replacing controller. There was no patient present when this issue was observed.